Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had migrated resulting in increasing thresholds. The device was reprogrammed to compensate and the lead remains in use. No patient complications have been reported as a result of this event.